Event description:
An or technician reported that during intraocular lens (iol) implant surgery, the capsule broke. In a follow-up, the surgeon reports the lens was removed through an enlarged incision and an anterior vitrectomy was performed. The patient's prognosis is reported as "excellent."

Manufacturer narrative:
The device has not been returned for evaluation. There have been no other complaints reported in the lot number. Additional information was requested 12/17/2007 by fax and mail. A questionnaire was returned 01/02/2008.